Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Spin was found in the connector at 1.5 cm. A visual summary analysis of the lead indicated damage at implant. The distal conductor was distorted and damaged at the implant attempt. The analyst noted that the helix could not extend due to spin.

Event description:
It was reported that during the implant procedure, the lead had a helix abnormality. The helix was rotated twenty times inside of the patient's body but did not extend. It was noted that the stylet could not be inserted and the lead could not be positioned. The lead was not used and a different lead was implanted without any issues. No patient complications have been reported as a result of this event.